Event description:
Following a novasure endometrial ablation the pt experienced asystole in the pacu (post anesthesia care unit). The pt received cardiac pulmonary resuscitation. The pt was admitted for observation and was discharged home on (B)(6) 2011. On (B)(6) 2012 the physician reported she believes this displayed reaction was due to stimulation of the vasovagal nerve during the ablation and the pt's anxieties. The physician reported the pt is presently doing fine.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the MFR. (B)(4).